Manufacturer narrative:
Product complaint analysis team has completed its investigation of device. Results of investigation conducted by appropriate engineers and technicians are listed below: visual inspections & results: head rotates yes, nose shroud cracked/broken yes, staples in nose no, staples in the track yes(1), trigger engaged with precock yes. Functional tests & results: cycled instrument no. Analysis conclusion: based upon inquiry info and visual examination, no conclusion could be reached as to how reported "device jammed after firing three staples" occurred. Instrument was received with a yieldd cartridge nose weld and no staple loaded in cartridge nose. Device containedd only one staple upon receipt. Co reviews each incidence as it occurs in an effort to continuously improve products and processes.

Event description:
It was reported the device was used during a laparoscopic hernia repair procedure. It was reported by the affiliate that the device jammed after firing three staples. A new device was used to complete the case. There was no pt consequence.